Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump had cancelled boluses without user intervention. The reporter stated that there had been 3 boluses cancelled, but could only confirm two of those in the pump history. The reporter confirmed that the patient had not been inadvertently pushing buttons. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction could result in under-delivery of insulin.

Manufacturer narrative:
(B)(4): the pump was found to successfully pair with meter. A review of the black box and bolus history verified boluses were delivered on (B)(4) 2012. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using the meter and was accurately recorded in the pump history. There were no hypertensive keys were observed on keypad. Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.